Event description:
It was reported via repair work order that the headend of the bed was stuck in an elevated position and would not lower due to the potentiometer being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.